Manufacturer narrative:
A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Correction: health effect - impact code.

Event description:
It was reported, that right ventricular (rv) lead dislodged and was noted under x-ray. Low sensing and high capture was also noted. The lead was explanted and replaced. No patient consequences.